Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, on the first firing on the antrum of the stomach, the stapler was not able to fire. The reload was closed and the green button was pushed. The handle cracked and the load did not advance on the tissue and no staples were fired therefore no tissue was cut. The reload was opened and removed from the field. A new stapler and reload were opened to complete the first and subsequent firings. There was no incident on the following firings. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with representative straight and roticulator loading unit. It was observed that the instrument was able to be cycled without pressing the green firing button. Further analysis revealed a broken component was preventing the instrument from performing the expected function; and it was found that the assy actuator grasper was broken. The broken actuator grasper impeded grasping function when green button was activated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, on the first firing on the antrum of the stomach, the stapler was not able to fire. The reload was closed and the green button was pushed. The handle cracked and the load did not advance on the tissue and no staples were fired. The reload was opened and removed from the field. A new stapler and reload were opened to complete the first and subsequent firings. There was no incident on the following firings. There was no patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.